Manufacturer narrative:
H.6. Investigation summary: received a 24ga iag catheter-adapter assembly connected to a 5ml miscellaneous syringe. No package was received. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the catheter adapter assembly revealed damaged (cut) on the tubing near the nose of the adapter. Water-leak test: leakage was observed. The source of the leakage was the damage found on the catheter tubing. Conclusion: indeterminate: the source that caused the damage observed on the catheter tubing which caused the leakage could not be determined, it is unknown if it was caused by the manufacturing process or at the user environment during/prior to use.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced leakage during use. The following information was provided by the initial reporter: catheter leakage.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced leakage during use. The following information was provided by the initial reporter: catheter leakage.